Manufacturer narrative:
The manufacturer has not yet received the device, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. Due to the fact that this is a legal claim, our legal department has been provided with the available factos from the customer. Zimmer gmbh winterthur legal department is well trained and passes all information concerning the case to our complaint handling department. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
The patient is pursuing a product liability claim. It was reported, that an unknown winterthur hip was implanted on (B)(6) 2008 on the left hip. The patient underwent a revision surgery on (B)(6) 2012 due to elevated percentage of metals in the blood.